Manufacturer narrative:
It was reported that a zimmer biomet cup/cage broke but the construct remains implanted. The patient requires a pmi custom tri- flange for a future revision. It should be noted the cup/cage construct was implanted on (B)(6) 2014 during revision surgery. Based on the investigation results, it is not suspected that the tm revision shells failed to meet specifications. Tm acetabular revision system cup-cage construct is under zimmer (B)(4) design control while the tm revision shell is zimmer tmt design controlled. The investigation could not verify or identify any evidence of tm revision shell contribution to the reported problem. Based on the available information, it can be concluded that the cause of the cage breakage event was not related to the tmt design controlled product (tm revision shell).

Event description:
It was reported that a zimmer biomet cup/cage broke but the construct remains implanted. A revision has not yet occurred. The cage is a zimmer biomet (B)(4) design control and the cup (tm revision shell) is a zimmer biomet tmt design control. The cup/cage construct is under (B)(4) design control.

Manufacturer narrative:
Investigation in process.

Event description:
It was reported that a zimmer biomet cup/cage broke while implanted. A revision has not yet occured. Note: the cage is a zimmer biomet (B)(4) design control and the cup (tm revision shell) is a zimmer biomet (B)(4) design control.